Manufacturer narrative:
Reported event: an event regarding pain involving an unknown hip implant was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: 'it was reported that the patient had a left primary total hip arthroplasty outside of cors scope. The patient subsequently underwent a head and liner exchange due to pain on (B)(6) 2013 and entered cors. It was further reported that the patient developed pain and the acetabulum was found to be loose. Revision surgery was performed on (B)(6) 2025 during which all components were exchanged except the stem.' The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: this pi is for the 2013 revision. As reported: patient had a left primary tha.patient had pain and was revised 12 years later with head and liner exchange on (B)(6) 2013. Patient developed pain and the acetabulum was found to be loose. Was revised on (B)(6) 2025. All components were exchanged, except the stem.